Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2011. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the first usage of the device in a fistula procedure, a flame was seen at the tip and the device melted. The drapes were a bit burned. There were no injuries to staff or pt. A conmed generator in use.